Event description:
It was reported that beginning in (B) (6) 2009, there have been two occasions when the luer connection between the cv-04306 & flow switch from becton dickinson (bd) has leaked. In one case, the patient (pt.) Had an air embolism & cardiac arrest. The cause of the leakage is unclear. The hospital has changed the protocol & do not use the two involved products together anymore. The hospital still uses the arrow catheter. Notification to bd has also been made. Additional information received on (B) (6) 2010, stated pt with newly discovered duodenal cancer with metastases was admitted to the surgical department. Pt can't support himself "per os." He was given tpn intravenously via a central venous catheter (cvd) in the right subclavian vein which was inserted on (B) (6) 2009. On (B) (6) 2009, pt. Experienced a seizure & cardiac arrest due to air embolism through the cvc. The reason was a leakage in the inner connection between the cvc & bd flowswitch. Pt. Was transported to the intensive care unit for monitoring. Pt is completely recovered after circulatory arrest & returned to the surgical department later in the day on (B) (6) 2009. Further follow up received on (B) (6) 2010, stated that the distributor has been unable to provide any further details of alleged events. Therefore, no additional complaints will be entered.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.